Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported docetaxel leaked at the bonded texium site and was discovered 45 minutes into the infusion, when the drug was seen on the floor. There was no report of patient harm.

Event description:
The customer reported a secondary infusion of docetaxel programmed at 102.35ml/hr leaked at the bonded texium site and was discovered 45 minutes into the infusion, when the drug was seen on the floor. There was no report of patient harm. Into the infusion, when the drug was seen on the floor. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 100ml b. Braun lab infusion bag of 0.9% sodium chloride injection usp. The customer¿s report of a leak between the texium and the mating component was not confirmed. Visual inspection found no anomalies. Functional testing found no anomalies. The root cause was not identified because the customer¿s report of a leak between the texium and the mating component was not confirmed.